Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is scheduled for surgery on (B)(6) 2018. The patient's devices are currently implanted. No further information was reported.

Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-mar-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient complained of pain coming back. Physician believes this was due to patient being involved in a car accident and subsequent lead migration. Patient was in a motor vehicle accident that may have led or contributed to the issue. Patient was reprogrammed and x-ray was taken. The issue has not been resolved at the time of this report. Surgical intervention planned and scheduled for (B)(6) 2018. Patient is alive with no injuries. No further patient symptoms or complications were reported in this event.